Manufacturer narrative:
Per the t:slim x2 user guide, ¿make sure you have not taken any medications containing acetaminophen such as (B)(6) to ensure you are getting accurate blood glucose values for calibration.¿ the t:slim x2 user guide states, ¿before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg read "low", and the meter bg reading was approximately 370 mg/dl. Reportedly, the customer was taking acetaminophen, and customer's hands were not washed prior to testing bg levels with the meter. No additional patient or event information was available. A replacement sensor was sent to the customer.